Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested positive for < 1 colony forming units (cfus) of unspecified revivable microorganisms which, is conforming to standard. During the device evaluation it was uncovered that the biopsy channel had a leak. It was also uncovered that the glue of the bending section cover was separated. It was observed that the mouthpiece that is used to protect the scope was damaged. It was also observed that the scope connector cover was damaged. It was observed that the bending tube movement did not meet specifications. Lastly, it was observed that the biopsy channel at the distal end had a leak. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. Section b3, b6, d8, d9, h3and h4 were updated with additional information that was received about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of positive culture test results could not be determined. Considerations ¿ reprocessing steps performed at the facility were reviewed, however no deviations from the instructions for use (IFU) could be found. Labeling - the instructions for use (IFU) warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. The customer did not provide the specific steps taken during the pre-cleaning process. The customer indicated that presoaking on the scope is not performed prior to manual cleaning. During the manual cleaning process, the customer did not specify if or what detergent is used and brushes the instrument and suction channel. The customer did not specify the brushes used for manual cleaning. The customer confirmed that this device passed the leak test. The scope was manually disinfected with aniosyme. It was indicated that all channels were flushed and immersed in the disinfectant. The customer confirmed that the device was rinsed prior to disinfection. The customer did not provide the steps or equipment used during the automated endoscope reprocessor (aer) treatment. The scope is wiped with a clean towel/paper and is stored in a simple typhoon drying cabinet. The customer confirmed that the concentration and expiration date of the disinfectant was controlled. The customer confirmed that the water quality of the rinse water was controlled and filtered. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for unexpected contamination. Despite our attempts, the specific identification of the microbial contamination was not provided by the customer. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.